Manufacturer narrative:
The device was programmed in channel a alternate mode, to deliver a total of 5 multi-step volumes of 425 ml in 20 hours, resulting in 439 ml delivered in 19 hours 55 minutes. 425 ml *5% = (+/- 21 ml) with a tolerance of +/-5. The delivery value was found to be within the allowable range. The margin of error was +14ml. According to the customer's experience, the device delivered the tpn infusion in less time than programmed. Device testing determined that the device worked 20 hours without interruption with all 5 multi-steps, the infusion was completed without over delivery or value alterations in the multi-steps. Keypad testing was performed to verify that it did not perform auto-programming. Each key functions correctly, the test passed correctly. A probable cause was not found.

Manufacturer narrative:
The device has been received for testing; however, the investigation has not yet begun.

Event description:
It was reported that the pump finished the total parenteral nutrition (tpn) infusion earlier than expected. The event was noticed at approximately 2 pm. The following cycled parenteral nutrition scheme was reported: beginning on (B)(6) 2021 at 8:00 pm, started a new mixture of tpn at a rate of 14, 85 ml/h. At 9:00 pm, infusion increased to 18 ml/h. At 10:00 pm, tpn infusion at a rate of 22, 5 ml/h, with a duration of 16 hours. At 2:00 pm from (B)(6) 2021, the infusion should be decreased to 18 ml/h for posterior weaning and suspension. At 3:00 pm, to continue the tpn decrease at a rate of 14, 85 ml/h. At 4:00 pm, the tpn was to be suspended. At 5:00 pm, take glucometry and notify the shift pediatric who, according to the value, will determine how to proceed. At 4:00 pm, tpn was suspended for four hours or dad drop depending on the case. Four pictures showing the pump¿s display were provided. One showed the following information: at the bottom, there was an n232 proximal air line a, backpriming. Line ¿4¿ rate of 18 ml/h, vtbi of 18 ml with a duration of 1 hour. Above there was an asterisk with a rate of 22.5 ml/h, vtbi of 59, 1 ml, duration of 02:45 h, above there was the line ¿d¿ rate of 18 ml/h, vtbi 0, duration 0 hours, above another line ¿d¿ with the rate of 14, 8 ml/h, vtbi 0 and duration 0 hour. Another picture showed the following information: at the bottom, there was a n232 proximal air line a, backpriming, line ¿5¿, rate of 14, 8 ml/h, vtbi of 14,8 ml with a duration of 1 hour, lines ¿6¿ to ¿10¿ were zeroed. Another picture showed the following information: at the bottom, there was an n232 proximal air line a, backpriming, volumes infused: line a 334 ml, line b: 0 ml, total volume: 334 ml. The other picture showed the following information: at the bottom, there was an n232 proximal air line a, backpriming, above the screen there were a stopped, stopped b. Rate of 22, 5 ml/h, 334 ml of volume infused. A picture of the parenteral nutrition¿s label from (B)(6), was provided, showing the nutrients and the total volume of 455, 7 ml. The event occurred during patient use; however, there was no harm reported as a result of this event. No additional information is available at this time.